Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs during the post implant evaluation. Furthermore, the r-wave amplitude had decreased from 12 millivolts to 2 millivolts. It was determined that the lead had microdislodged. Subsequently, the patient underwent a revision procedure and this rv lead was successfully repositioned. Then again during the post revision procedure loss of capture at maximum outputs was again observed. It was determined that the lead had dislodged. Subsequently, the patient underwent another revision procedure and this rv lead was explanted and the physician had uncapped a competitor's rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.